Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The product was used after expiration. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 2017 clarifier- use after expiration.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 2.50x48mm xience xpedition stent was implanted in a procedure without issue; however, the stent was noted to be be expired. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.